Event description:
I am under doctor care for severe anxiety and depression. Ever since mandatory mask wearing in my state((B)(6)) my anxiety level is out of control. I cannot wear that thing which is technically a medical device on my face. But I am refused service in many businesses. Enough of this insanity. People are being discriminated against and getting sick. Stop being part if this farce and get involved. People's lives are being ruined. That includes this non vaccine. FDA safety report ID# (B)(4).